Event description:
It was reported that during a recanalization procedure of a target lesion below the knee, the guidewire was allegedly unable to be inserted into catheter. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in device information has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in common device name and PMA/510k. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 07/2024.

Event description:
It was reported that during a recanalization procedure of a target lesion below the knee, the guidewire was allegedly unable to be inserted into catheter. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. During the visual evaluation, the catheter shaft was noted to have a tear below the distal tip. The catheter was also noted to be frayed at the distal tip. The outer catheter was noted to be melted. Therefore, the investigation is confirmed for the material torn issue as the catheter was noted to be torn. The investigation is also confirmed for the material fray issue as the catheter was noted to be frayed. The investigation is also confirmed for the catheter melted issue. However, the investigation remains inconclusive regarding the reported device-device incompatibility as there is no functional testing was performed due to the condition of the returned device. A definitive root cause for the reported device-device incompatibility and identified material torn, catheter melted and material frayed issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2024), g3, h6 (device, method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.